Event description:
According to the reporter, during the insertion of the peritoneal dialysis catheter for the patient that was admitted to the hospital due to uremia, when the guide wire was pulled out surgically and the extracorporeal segment needed to be connected with a titanium connector, it was found that there was about a 5 mm cross-sectional crack/gap at the tube tip of the catheter shaft and it had leakage at the orifice of the extracorporeal section. No leakage/crack noted in the luer adapter and there were no other defects/damages found on the product. There was no blood leakage. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. Nothing was unusual with the result during salt water immersion (pre-flushing). No clamp utilized and there were no other products being utilized with the device. No migration or movement noted from the catheter and no oozing/leakage of fluid noted from the incision site. There was no patient infection. There was no intervention/treatment required as a result of the event. There was no cleaning agent used on the device. There was no damage noted on the kit's packaging. The product was not replaced and the healthcare professional cut off the crack and reconnected it with the titanium joint to continue and resolve the issue. The device was still used successfully. The procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during the insertion of the peritoneal dialysis catheter for the patient that was admitted to the hospital due to uremia, when the guide wire was pulled out surgically and the extracorporeal segment needed to be connected with a titanium connector, it was found that there was about a 5 mm cross-sectional crack/gap at the tube tip of the catheter shaft. No leakage/crack noted in the luer adapter and there were no other defects/damages found on the product. There was no leak, no blood loss and no blood transfusion required. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. Nothing was unusual with the result during salt water immersion (pre-flushing). No clamp utilized and there were no other products being utilized with the device. No migration or movement noted from the catheter and no oozing/leakage of fluid noted from the incision site. There was no patient infection. There was no intervention/treatment required as a result of the event. There was no cleaning agent used on the device. There was no damage noted on the kit's packaging. The product was not replaced and the healthcare professional cut off the crack and reconnected it with the titanium joint to continue and resolve the issue. The device was still used successfully. The procedure was completed. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of the peritoneal dialysis catheter for the patient that was admitted to the hospital due to uremia, when the guide wire was pulled out surgically and the extracorporeal segment needed to be connected with a titanium connector, it was found that there was about a 5 mm cross-sectional crack/gap at the tube tip and it had leakage at the orifice of the extracorporeal section. The product was not replaced and the healthcare professional cut off the crack and reconnected it with the titanium joint to continue and resolve the issue. The device was still used successfully. No leakage/crack noted in the luer adapter and there were no other defects/damages found on the product. There was no blood leakage and blood transfusion was not needed. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. Nothing was unusual with the result during salt water immersion (pre-flushing). No clamp utilized and there were no other products being utilized with the device. No migration or movement noted from the catheter and no oozing/leakage of fluid noted from the incision site. There was no patient infection. There was no intervention/treatment required as a result of the event. There was no cleaning agent used on the device. There was no damage noted on the kit's packaging. There was no reported patient injury.